Manufacturer narrative:
(B)(4). A loose connection between a solution line and bag is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide instructs the user to check lines for disconnected solution bags. The guide provides step-by-step instructions for connecting the solution bags. The guide warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. During troubleshooting, the caregiver reported that there was a leak from where the supply line had not been completely connected to the solution bag. The patient had tightened the connection and continued therapy using the same supplies. The technical services representative assisted the caregiver in ending therapy and reviewed proper procedures with them. The caregiver planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.